Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient came in for post-operative follow up and noticed a bump on the back of her head near leads that they believe was a skin infection. The rep reported that the hcp was prescribing a course of antibiotics and watching/waiting for the symptoms to clear. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that per the healthcare provider (hcp), follow up labs still showed signs of infection but show improvement physical signs are clearing also. The rep reported that the hcp was optimistic that it would continue to improve and no further intervention will be needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient met with the hcp yesterday and the hcp said that the patient appeared to be fine and that the hcp will monitor the patient just in case for a few more weeks. No further complications were reported/anticipated.